Event description:
The customer reported to philips healthcare that there was a failure with the heartstart xl and "an intervention is required". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.